Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume a albumin 5% via a plum a+ pump, at an unspecified rate. It was reported that after approximately five minutes into the start of the infusion, a leak was noted. The customer contract reported that approximately 25ml of solution leaked onto the floor. The customer contact reported that the leak occurred at the connection of the tubing to ther cassette of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The customer contact indicated the tubing set was discarded. However, one picture was provided and according with it, the complaint was confirmed. After visual evaluation, it was observed that there were bubbles at the distal part of the cassette of the tubing set, and a leak was observed at the elbow of the cassette while in the pump. As only a picture was received, it could not be analyzed the amount of solvent bonded on the tubing, however a wrong assembly of the tubing to the cassette could be a probable cause. This report represents all the info known by the reporter upon query by hospira personnel.